Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) loss all pacing in the right and left ventricles following an atrial flutter rhythm. The device was temporarily programmed to vvi above the intrinsic rate but there was no capture even at maximum output. This patient is not pacing dependant. In addition, there appears to be far-field oversensing, causing inappropriate shocks.